Manufacturer narrative:
The sample was serum. High level co2 qc prior to the event was on the lab's upper end of their established range. Co2 qc run after the event was lower by 7mmol/l. The co2 recovery had drifted down 7mmol/l since the last calibration. A field service engineer (fse) replaced both the co2 measuring and reference electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a false low carbon dioxide (co2) result generated by the unicel dxc 600 pro synchron clinical system for one patient sample. The patient sample was originally run on a different instrument in the lab with a co2 result of 35mmol/l. When the delta check failed, the sample was rerun on the dxc 600 pro analyzer with lower result of 30mmol/l. A check of qc showed that the dxc 600 pro instrument was running too low, and the original 35mmol/l result was reported out of the lab. The low result was not reported. Patient treatment was not affected.